Event description:
On 10/23/2007, abbott point of care was contacted by a customer who reported that in 2007, at 8:59 an I-stat cardiac troponin I cartridge yielded a result of 0.03 ng/ml. Same sample repeated on the same day, at 9:36 on an I-stat cardiac troponin I cartridge yielded a result of 0.05 ng/ml. A different sample drawn at the same time as the I-stat sample was tested on the same day, at 9:05 using a laboratory system and yielded a result of 0.44 ng/ml. Same sample repeated on the same day, at 9:36 tested using a laboratory system yielded a result of 0.41 ng/ml.